Manufacturer narrative:
The field service engineer confirmed he reported problem and replaced the power supply to resolve this issue.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device is not switching on due to a no power condition. No patient involvement was reported.